Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final re-investigation. Based on the results of the investigation, it is likely that the no image error code appeared since moisture has adhered to the printed circuit board in the scope connector by water invasion. The legal manufacture was able to confirm that the customer's reprocessing steps were according to the instructions for use. Based on the results of the investigation, olympus confirmed foreign material came out of the instrument channel, as well foreign material was found inside the suction cylinder. The foreign material turned out to be silicic acid from chemicals. It is likely that the foreign material remaining and falling out was due to insufficient precleaning and rinsing, in addition, due to insufficient drying as the endoscope has been stored without detaching the valves. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information based on the legal manufacturer¿s evaluation. The device was returned to olympus for evaluation, and the customer's reported event was confirmed. In addition to this, another reported event was found where there was a foreign body in the forceps channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the reported event of "no image" was likely due to a broken charged couple device. There was no information of an existing air leak; the defect was likely due to an image sensor failure. The additional reportable event of a foreign body in the forceps channel was likely due to sialic acid that originated from chemicals in the body being sucked in, and thereby clogging the instrument channel. However, a definite root cause for both events could not be identified. Such events can be detected and prevented by following the instruction for use (IFU). The instruction manual reprocessing manual¿ chapter 5 reprocessing the endoscope (and related reprocessing accessories), 5.5 manually cleaning the endoscope and accessories¿ describes the methods for inspection on the suggested event. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bronchovideoscope had no image. The issue occurred during inspection for use. The intended procedure was completed with a replacement device. There were no reports of patient harm.